Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that the down button did not go back up like other buttons once pressed. Customer stated that insulin pump was exposed to change in altitude. Customer advised to reinstall the battery cap but unable to clear the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad at the "down" button due to a flattened dome (no crease) on the down button. Unable to perform the displacement test and self test due to unresponsive keypad.